Event description:
A facility representative reported that prior an implantable collamer lens (icl) procedure, the lens too big for the eye. The patient experienced excessive vault, significant reduction of iridocorneal angles, iris atrophy and iris prolapse. The lens was repositioned and explanted, the replacement lens of a shorter length implanted. Cause was reported due to sizing error despite following nomograms.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).